Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed that a force sensor pin was physically damaged. Review of the pump history revealed loss of prime alarms associated with zero force. The pump was exercised with no loss of prime alarms duplicated.

Event description:
Evaluation revealed that a force sensor pin was physically damaged.